Event description:
Patient reported "a left side deflation." Healthcare professional later reported "left side deflation" and ¿dark particles around valve.¿ device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in valve side assessed as cracked valve seat diaphragm valve, one opening on valve bond edge side assessed as unidentified (tear) opening and one opening on anterior side assessed as surgical damage. Additional observations: yellow particles in device outer surface are observed. Nick is observed assessed as surgical tool scratch like.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported "a left side deflation." Device remains implanted.

Event description:
Patient reported "a left side deflation." Healthcare professional later reported "left side deflation." Device has been explanted and replaced.